Event description:
The manufacturer received information alleging a malfunction of the internal battery being depleted on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board was replaced to address the issue. After replacing the part on the device, a final and run-in tests, and battery and valve checks were performed on the device. The device was found operational. The device was cleaned.